Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 28mm/0; cat# 06-2800; lot# y92mk6. Omnifit hfx hip stem size #08 132; cat# 6070-0830a; lot# 245plv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An even regarding infection involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results:no product was returned for evaluation however photographs were provided for evaluation. The photograph shows a recently explanted uhr head. Blood is visible on the head. The head appears unremarkable. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, pathology reports, additional serial dated x-rays and examination of explanted components. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event of infection cannot be confirmed as insufficient information was provided. Further information such as device lot identification, primary and revision operative reports, clinical and past medical history, pathology reports, additional serial dated x-rays and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
As reported: "patient had hip joint space infection. Omnifit hfx [with cocr femoral head] and bipolar components explanted...no complications. No visual complications or damage with explants. No previous reports available." Rep provided x-rays and explant pictures.